Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use. The home patient (hp) stated that she was using the same drain line extension from yesterday. The baxter technical service representative (tsr) had the home patient (hp) disconnect the used drain line and the hp stated that compressed air escaped after detaching drain line extension. The hp would attach a new extension and start therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.